Event description:
During a procedure a portion of the arm attachment fractured off. All fractured pieces were retrieved with no impact to the patient or case reported. No additional information was available.

Manufacturer narrative:
The device was received and the complaint was able to be confirmed, a knob on the device was found to have been fractured off. A review of the device history record found the device has been in the field for over 10 years. Based on the information obtained, the root cause of the reported event is likely a combination of excessive force leading to a fatigue failure of the attachment screw from the over 10 years the device was in the field. Labeling review: "pre-operative warnings: do not use these instruments for any action for which it was not intended such as hammering, prying, or lifting...the instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Instruments should be protected during storage and from corrosive environments. Refer to cleaning and sterilization instructions below for all non-sterile parts. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage."